Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with respiratory failure. Chest x-ray was negative for an acute infectious process. High flow oxygen and bilevel positive airway pressure were required. The device's rotations per minute was decreased from 5800 to 5600 and intravenous lasix was started. The patient developed ventricular tachycardia on (B)(6) 2020. Intravenous amiodarone was started and rotations per minute was further dropped to 5400. Echocardiogram continued to showed right ventricular failure. The patient suddenly developed heart rate in the 30's and agonal breathing with hypotension on (B)(6) 2020. The patient underwent respiratory arrest with intubation, and pulseless electrical activity arrest required cardiopulmonary resuscitation. A head computed tomography (CT) showed sub-acute ischemia within the right middle cerebral artery. The family opted to withdraw care on (B)(6) 2020 after two more rounds of cardiopulmonary resuscitation.

Manufacturer narrative:
Section g6: "30-day" was inadvertently not checked in the initial report. Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, right heart failure, cardiac arrhythmia, stroke, hypotension and patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2020. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The heartmate 3 lvas IFU lists respiratory failure, stroke, right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.